Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and reported the following information: it looks like the grip base has been dislodged from its normal position in the distal clevis which would have caused the grip issues experienced. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon was attempting to reduce incarcerated omentum in a scrotal hernia. The force bipolar instrument broke and fragments fell inside the patient's anatomy. The fragments were retrieved on same procedure and a backup instrument was used to complete the case robotically.

Event description:
It was reported that during a da vinci-assisted umbilical hernia transabdominal preperitoneal (tapp) surgical procedure, the force bipolar instrument broke. At the time the event occurred, the surgeon was attempting to reduce incarcerated omentum from a scrotal hernia. The surgeon used the force bipolar instrument in typical fashion and there were no collisions with any other instruments. The instrument was not in strong grip mode during use. At the time the event occurred, the surgeon was unable to release the grip on fatty tissue and the hinge of the instrument was reported to have broken off while clamping on tissue. The surgeon cauterized around the fatty tissue around the jaws of the force bipolar instrument in order to remove the instrument. There was no bleeding. The instrument was also stuck on the arm; therefore, the surgeon had to also remove and replace the trocar. Fragments from the instrument that had fallen inside the patient were retrieved during the same procedure and a backup instrument was used to complete the case robotically. There was minimal procedure delay of 10 minutes.